Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by guiding the caller through a pump reset process, after which the error did not occur again, allowing the caller to successfully start their sensor session.